Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, pacing inhibition, impedance measurements of greater than 3000 ohms, and loss of capture. It was noted the noise had the appearance of minute ventilation (mv)/respiratory sensor signal oversensing. Additionally the right ventricular automatic threshold test was not successful due to the noise. The device was reprogrammed which resolved the noise. The patients rv lead was surgically abandoned and replaced. This device remains in service with no further reported issues. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, pacing inhibition, impedance measurements of greater than 3000 ohms, and loss of capture. It was noted the noise had the appearance of minute ventilation (mv) signal oversensing. Additionally the right ventricular automatic threshold test was not successful due to the noise. The device was reprogrammed which resolved the noise. The patients rv lead was surgically abandoned and replaced. This device remains in service with no further reported issues. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information received reported that there was a visible fracture of the patients rv lead via fluoroscopy and was noted to be due to clavicular crush. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) noise, oversensing, pacing inhibition, impedance measurements of greater than 3000 ohms, and loss of capture. It was noted the noise had the appearance of minute ventilation (mv)/respiratory sensor signal oversensing. Additionally the right ventricular automatic threshold test was not successful due to the noise. The device was reprogrammed which resolved the noise. The patients rv lead was surgically abandoned and replaced. This device remains in service with no further reported issues. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information received reported that there was a visible fracture of the patients rv lead via fluoroscopy and was noted to be due to clavicular crush. No adverse patient effects were reported.